Event description:
The hospital reported that the distal tip of an endoscope 'flamed' during a procedure when the scope was used with non-olympus equipment, i.e., an electro surgical unit (esu) and hot biopsy forceps. The size of the flame was not specified. There were no complications associated with the event.